Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing was disconnected from the luer lock. Customer's blood glucose level was 300 mg/dl. During troubleshooting with tandem technical support, customer was informed that after disconnecting from the infusion site, the filled infusion tubing can be reconnected to the luer lock. Customer acknowledged.